Event description:
Journal reference: humphreys mr, vandersteen dr, slezak jm, et al. Preliminary results of sacral neuromodulation in 23 children. Journal of urology. Nov 2006; 176(5): 2227-2231. The article describes the experience of 23 pt being treated with sacral nerve stimulation for dysfunctional elimination syndrome. Reportable events: the article lists information suggesting some pts developed worsening urinary incontinence, urgency and frequency symptoms post sns placement: ipg (n=1), lead (n=1) - one pt experienced worsening urinary incontinence post sns implant. Ipg (n=1), lead (n=1) - one pt experienced urinary incontinence post sns implant. Ipg (n=1), lead (n=1) - one pt experienced worsening urinary urgency post sns implant. Ipg (n=1), lead (n=1) - one pt experienced worsening urinary frequency post sns implant. Ipg (n=2), lead (n=2) - two pts experienced new complaints of urinary frequency post sns implant.

Manufacturer narrative:
This report is being filed under exemption. See scanned pages.